Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer had a memory problem during power-on self-test, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. It was identified that this is an automated proactive monitoring and manual proactive monitoring case. Although no immediate actions were taken for this complaint, a persistent remote alert led to the creation of a new case to resolve the issue. The problem was addressed by implementing philips correction associated with pc and replacing the image processing pc (ippc). The ippc was sent back to philips for further analysis, which confirmed that the issues were due to legacy dimms. Following these actions, the system was restored to proper working order. The ippc failure can be attributed to the issues resolved medical device correction z-1156-2024. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes have been updated based on the investigation's outcome.